Event description:
Per rep, this system was removed due to infection. In 2009 - this device was returned with oos documentation from a biotronik rep. Setrox s 53, MDR 1028232-2009-0992. Linox sd 60/16, MDR 1028232-2009-0993. Linox sd 65/16, MDR 1028232-2009-0994.